Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. The exact date of the event is unknown. The date entered in section b3 is based on the customer report of "(B)(6) 2026 or (B)(6) 2026 (customer does not remember which one)". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced loss of consciousness and was unable to self-treat. The customer was able to regain consciousness, subsequently, the customer had contact with a healthcare professional (hcp) however, details of the treatment were not provided. There was no report of death or permanent impairment associated with this event.